Event description:
It was reported that the customer was hospitalized for dka. Prior to the event. The customer was vomiting. It was indicated that the customer has been off the pump since the event. The customer stated that the settings were crased and had forgotten to reprogram the pump. It was said that an error alarm would occur when the customer changes the batteries.